Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated that he was thirsty, felt sick and had a headache. His cgm was reading 130 mg/dl but his bg was 600 mg/dl. He gave himself insulin and went to the hospital, where he was admitted for four days. The hospital checked his insulin pump and basal rate, did basal rate testing, checked his diet, and placed a new sensor. He was released with no other intervention documented and was feeling better at the time of the report. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.